Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience xpedition: 2.25 x 23 mm, 2.5 x 18 mm. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience xpedition 2.25x23 referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. The index procedure performed on (B)(6) 2015 involved the implantation of three xience xpedition stents in the lad. A 2.25 x 28 mm xience xpedition was implanted distally, followed proximally by a 2.25 x 23 mm xience xpedition and then proximal to that a 2.5 x 18 mm xience xpedition. Each stent was overlapping. On 10/26/2016, the patient returned to the hospital with angina and it was confirmed that a broken strut on the 2.25x 28 mm stent near the area of overlap with the 2.25 x 23 mm stent. It was also reported that the broken strut might have been damaged by a shearing force. The broken strut did not detach from the stent. Restenosis was also observed around the overlapped area. The 2.5 x 18 mm stent was confirmed to be patent. Another 2.25 x 28 mm xience alpine was implanted to cover the overlapping area of the 2.25 x 28 mm and 2.25 x 23 mm stents. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A cine was received and reviewed by an abbott vascular clinical specialist who concluded: as the index procedure images were not provided for review, a conclusion cannot be made if the non-overlapping junction came about subsequent to the original overlapping deployment or was there from the original stent deployment. This non-overlapping junction could conceivably lead to and propagate the subsequent in-stent restenosis as reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. A conclusive cause for the reported stent break cannot be determined. Additionally, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, angina and stenosis are listed in the instructions for use of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.